Manufacturer narrative:
Internal report reference number: (B)(4). Empty test strip vial was returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for open vial. Customer stated that the box that the true metrix test strips were in was sealed and intact, however when she opened the box, the safety seal was on but the lid of the vial was slightly opened. Customer did not perform any blood glucose tests using test strips from this vial. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The test strip lot manufacturer¿s expiration date is 05/30/2023; product storage and open vial date were not disclosed.

Manufacturer narrative:
Sections with additional information as of 13-july-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: returned product was forwarded to packaging based on complaint's description. Internal evaluation has been completed and root cause selected. No abnormalities observed in packaging record review. Most likely underlying root cause: mlc-063: damaged during transit.